Event description:
It was reported that boston scientific technical services (ts) was asked to review a possible loss of capture (loc) on the right ventricular (rv) lead. Ts confirmed loc on the rv lead, and programming options were discussed. The device and leads remain in service. No adverse patient effects were reported.